Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was backlit, but blank and black. Reportedly the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose.